Event description:
Information received indicates the user noted that after manipulating the device during the case, fluid was seen to leak from near the soft tip of the product. The unit was changed out during bypass with no patient complication reported.